Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during basal delivery. Customer's blood glucose level was not impacted. Reportedly, the customer had long lasting insulin pens available as alternate insulin therapy. Multiple attempts were made to follow up if the customer was able to load a cartridge successfully; however, the customer did not respond.